Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). The customer isolated issue to the ez change valve seal. Customer will clean valve assembly and order replacement parts to resolve the issue.

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.